Manufacturer narrative:
(B)(4). The insulin pump passed displacement test and selftest. Pump error alarm confirmed in pump history with variable (003) due to broken trace at keypad assembly.

Event description:
It was reported via phone call that insulin pump alarmed pump error. Customer¿s blood glucose was 5.7 mmol/l. It was reported that the fill cannula amount was not recorded in the daily history. Insulin pump was returned for analysis.